Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: during the preparation of chemotherapy bags, the liquid was leaking from the plunger. The syringe was not stored because it contained a cytotoxic product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: during the preparation of chemotherapy bags, the liquid was leaking from the plunger. The syringe was not stored because it contained a cytotoxic product.